Manufacturer narrative:
The customer reported a pixel issue on the pump display which affected the customer's ability to read the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Event description:
The customer reported a pixel issue on the pump display. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy. Multiple follow attempts were made to obtain further information but no response was received.